Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device sensing issue. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the patient experienced fatigue. The left ventricular lead exhibited increased thresholds, loss of capture and decreased sensing. On (B)(6) 2013 diagnostic imaging found that the lead was dislodged. The lead was explanted and replaced.

Manufacturer narrative:
Analysis was normal.